Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "magrolimab. The pump pulled air at 407ml. Flushed with saline until air reached patient. Total volume at the end of infusion was 424ml - total volume with flush was supposed to be 500ml." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.